Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he had received no delivery alarms on the insulin pump. The customer's blood glucose was not known. He stated the issue occurred in the past and was resolved by an infusion set change. Nothing further was reported.